Manufacturer narrative:
Please see the following investigation completed on this returned device. Device history lot review: the device history record review has been performed on lot 181003. No ncr or deviation was found. This lot met all the specifications outlined for release of the product. Sample analysis: a visual inspection was performed on the returned device on the complaint related to the cables inside the flexion tube that broke during traction. A visual inspection was performed on this device and confirmed that the cable was broken inside. Functionality test cannot be performed because the cable was broken. The device was dismantled to check the cause for the cable to break during use. In the product evaluation, it was found that the cable was broken at the crimp sleeve inside the handle. The cable from the crimp sleeve can be visible from one side and outer side was broken at the exact position where the cable was snapped on the crimp sleeve. The cup was investigated and no symptoms of plastic deformation to state that the user had applied more traction force than suggested that leads to a cable that breaks. The cable sleeve inside the device was corroded. Conclusion: the reported complaint is confirmed. This complaint will now be closed. A letter will be sent on the findings of this investigation.

Event description:
No report of any injury to either the mother or the baby. Sample has been returned.

Manufacturer narrative:
It is unknown if an injury occurred. A 15 minute delay may result in an injury to the infant. It is highly unlikely we are getting the sample. A supplemental will be filed for any additional update or information.

Event description:
The cables inside the flexion unit got broken during traction. No consequences for patient or baby but a delay of 15 min was reported. No further information was reported. No sample.